Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock lead (sli) impedance measurement of greater than 145 ohms resulting in a recorded code 1005 indicative of an open circuit condition. The health care professional (hcp) determined that this would be resolved with continuous monitoring. This lead remains in service. No adverse patient effects were reported.